Manufacturer narrative:
Reported event: an event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: no other events were reported for the lot indicated. Conclusions: the event could not be confirmed, nor the root cause determined because insufficient information was provided. Further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
It was reported that patient's right knee was revised due to loose patellar and tibial components (no possible cause or contributor for loosening were reported to or observed by rep). A triathlon size 5 cemented fixed baseplate, insert and all poly size 38 patella were revised to a triathlon baseplate, insert and stryker patella. Rep could not verify if cement used in primary was stryker.